Event description:
It was reported that an asymptomatic patient presented in the operating room for device change out due to normal eri. During diagnostic imaging, externalized conductors were observed. No electrical anomalies were noted. Lead replacement was scheduled.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information notes the lead was capped and replaced. Patient condition is good.